Event description:
Clinical information: crd (B)(4) envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 6.8mm and left coronary cusp (lcc) was 6.1mm. Post-procedure ECG noted a new left bundle branch block. No treatment was required. During the initial post-procedure recovery, the patient experienced a brief time period of hypotension. For treatment, ringers lactate was administered.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.